Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a cutting and stabbing pain around the ipg site. The patient reported no falls or traumatic injuries. The patient also reported the issue began approximately (B)(6) 2018. Diagnostic revealed impedances were within normal range. Field representative attempted reprogramming, but patient stated programs were causing discomfort. X-rays were taken, but did not reveal any issues with scs system. As a result, the patient had ipg replaced. Therapy has been restored. The patient is doing well and reports no issues with pain.